Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.812.003; lot: l254302; manufacturing site: haegendorf; release to warehouse date: 01.mar.2017; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: customer quality investigation: the following investigations were performed: device interaction/functional: device condition: visual inspection performed at customer quality observed the implant holding tips of the applicator shafts to be flared outwards. No new issues were identified other than over all worn surfaces on both the returned devices which will not affect the device functionality. Functional inspection and replication of complaint condition was not able to be performed as mating devices were not received at customer quality. The complaint condition of applicator unit not being fully inserted and locked in place was not able to be confirmed as mating devices (applicator outer shaft, and the trials implants) were not returned. However, with the damage in the form of flared tips identified, the overall complaint condition agree with the complaint description and the complaint condition was confirmed. Drawing review: based on the date of manufacture, the device drawings reflecting the current and manufactured revision were reviewed. Dimensional analysis and document/specification review: dimensional inspection performed at the gap between the fork tips on one device measured as 1.26 mm(ca-814) that falls out of the specification of 0.4 mm to 0.45 mm per inspection sheet. The out of specification is due to post manufacture damage. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: a definitive root cause could not be determined from the provided information.furthermore, as mating devices were not returned the fit issue between the applicator units was not able to be confirmed.however, with the flared tip portions identified, it is likely that any unintended off-axis alignment of devices during usage could have contributed to flaring which in turn contributed to loose engagement of tip to the trial implant. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement was reported. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft did not fit. The t-pal applicator inner shaft, applicator outer shaft, and the trials implant would not fully insert and click into place. Issue was discovered prior to surgery and was not taken into the operating room. Another t-pal applicator inner shaft was in the set and was used during surgery. There was no patient involvement. Two (2) t-pal applicator inner shafts were returned and preliminary investigation of the returned devices revealed both are flared out (bent) at the tip. Concomitant devices reported: applicator outer shaft (part number unknown, lot number unknown, quantity 1), trials inner (part number unknown, lot number unknown, quantity 1) . This report is for one (1) t-pal spacer applicator inner shaft. (B)(4)